Event description:
It was reported that the customer had continuous air in line alarm which was resolved with replacement of the upstream and downstream pressure sensors and that cleared the constant "air-in-line" alarms. Also noticed that the right iui was starting to become corroded during the visual inspection and replaced it. Ran the unit through all of its preventive maintenance testing and found no other problems. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.